Event description:
A (B)(6) patient, one week postoperative from laparoscopic hysterectomy was admitted the emergency department with increased temperature and abdominal pain. In cat scan, a m-drain multi-purpose percutaneous abdominothoracic drainage catheter was placed in the pelvis. According to the physician, the m-drain catheter had an air leak from a hole in the top third proximal end of tubing or a crack at the hub. The m-drain catheter would not hold suction. Catheter removed and another one inserted without further issues. No known harm to patient and discharged home the same day.